Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a customer complaint regarding a v60 device generating a ¿proximal pressure sensor auto zero failed¿ alarm. The device was in use on a patient at the time the issue was identified; however, no patient or user harm was reported. No medical intervention was required, and no delay in therapy was noted. The device was being used to develop a respiratory assist treatment plan. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported alarm. The customer reported that no recent repairs had been performed on the device. The rse provided recommended troubleshooting and repair actions for error code 110b (check vent: proximal pressure sensor auto zero failed), including: (1) verification of pin alignment between the auto-zero solenoids and the data acquisition (da) pcba; (2) replacement of the proximal auto-zero solenoids (sol 3 and sol 4; and (3) replacement of the da pcba. The customer indicated that pin alignment would be inspected first and that replacement parts would be ordered if required. The investigation is ongoing.